Manufacturer narrative:
This report is submitted on february 1, 2022.

Event description:
Per the clinic, the patient experienced a head trauma when she fell from her baby bicycle. She has since experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant and re-implant the patient on (B)(6) 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on march 16, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on april 29, 2022.